Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. A visual inspection found that the downstream occlusion (dso) seal was coming off. No problem was found during a review of the event history log. Functional testing was performed. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump needs repair. There was unknown patient involvement and unknown patient harm/adverse event reported. Device evaluation found the downstream occlusion seal was coming off.